Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up and stalling at boot up countdown. As part of troubleshooting, the philips field service engineer (fse) worked with nss and rebooted the system several times, then the system was booted up normally. In order to make sure that the system was functioning normally, the fse rebooted the system 4 more times and confirmed that the system was working as intended. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.